Event description:
During an atrial fibrillation (afib) procedure, it was reported the catheter signal was noisy across all electrodes. The catheter was replaced and the issue resolved. Additional information received stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The noise occurred on both carto and the recording system at the same time. The physician was unable to interpret any signals. The noise issue occurred when connecting the catheter.

Manufacturer narrative:
(B)(4).